Event description:
During routine testing of the device at the user facility, the biomed reported that the heater cooler would only go from nine to eleven degrees in rewarm mode. There was no pt involvement. Investigation in process, but not yet completed.